Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 29 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 9611594-2024-00144 for the first report it was reported, there was another incident involving the same patient back in february. The patient was admitted on-service and had just returned from (B)(6) for an experimental treatment to help his condition. The tube had been in place for approximately 6-8 weeks, per the mother (she wasn't sure how long it had been in), and the nurse decided to change the tube. When the nurse pulled the tube, she noted that there were longitudinal splits from the distal end up to three inches from the distal end of the tube. She inspected the tube and found it to be intact, except for the splits, but there were no pieces missing. She replaced it with a new tube of the same type. She attributed the splits to the length of time the tube had been in place and so she did not think to report the issue at the time.